Event description:
In 2005, the pt was implanted with 2 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. In 2008, an ultrasound revealed aneurysm growth, but no endoleaks. The following month, an aortogram and iliofemoral angiogram revealed a type ii endoleak. Thirteen days later, a reintervention was performed where the pt underwent an aorto-uniiliac conversion with right-to-left femoro-femoral bypass. A cooke aorto-uniiliac graft was placed within the previously implanted gore graft. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device implanted.